Event description:
It was reported that during the implant procedure the lead dislodged while the sheath was slitting. The physician used a new sheath to implant the same lead. The initial sheath was removed and discarded. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k cannot be determined. (B)(4).